Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose level. The customer's blood glucose value was over 400 mg/dl at the time. The customer was assisted with troubleshooting for high blood glucose. The customer was not alleging that the insulin pump was under delivering. The customer's other blood glucose levels were 300 mg/dl and 345 mg/dl. The customer also reported that the infusion set cannula was bent. The customer was treated with insulin pump. The device will not be returned for analysis.